Event description:
False positive result (s). Took 2 test a day ago, both said positive. Went to a rapid response site and it came back negative, now my doctor wants me to come to the clinic and take another test.